Event description:
Patient came to o.r. With line & dopamine running through sheath of catheter. Anesthesia wanted to change site and in trying to unscrew the end of the dopamine tubing, it broke off in the catheter. Within the stopcock. Stopcock cannot be unscrewed. Tubing broke off while trying to unscrew tubing. The screw on ring on stopcock is not fused so it looks like a normal screw on luer-lock stopcock.